Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: the monitor did not power up caused by a printed-circuit board failure without visible damage. A visual check showed impacts on the liquid crystal display filter screen. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the high definition lcd monitor would no longer start up. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that circuit board failure was the cause. Olympus will continue to monitor field performance for this device.

Event description:
The customer reports the event occurred prior to the procedure.